Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: investigation found that the display was dim with a pink hue. Further investigation found that the battery compartment was cracked below and above the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display with a pink hue and cracked battery compartment. This report is made based on results of investigation completed on 10-oct-2018.